Event description:
Patient's central venous introducer had a 1.5 inch long clot at the tip when introducer was removed. Arrow central venous two lumen access kit was placed in the right internal jugular vein for cardiovascular operative procedure. Fluids were infused through the lines until for 60 hours post insertion. The introducer was capped for 43 hours. On removal of the introducer, the clot was found. A hemostasis valve obturator cap is placed on the lumen to introducer when fluids are stopped. The cap is provided in the arrow cv access kit and also individually packaged. The lot number for the cap is unknown.